Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion. It was reported that during insertion of the tip of the screwdriver broke off. A screw post cutter was used to retrieve the broken pieces of the driver. All of the pieces were removed from the patient. No patient complications were reported.